Event description:
A 20 gauge 1 inch IV catheter was placed in the right accessory cephalic vein of the pt on (B)(6) 2013. On (B)(6), after the pt had been ambulating with a walker, she reported to a nurse that IV was bleeding. The IV site was assessed and upon removal of the IV catheter, the nurse noted that the cannula was absent from the catheter hub. X-ray and ultra sound imaging confirmed a retained foreign body (IV cannula) in the vein. The pt was taken to the operating room where she required surgical intervention to successfully remove the cannula. Although lot numbers are not recorded at the time of IV insertion, the lot number provided in this report was the predominate lot available on the unit.